Manufacturer narrative:
Device history records for the product were reviewed and revealed no manufacturing defects. The product involved in the event was not available for review. If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
It was reported that during a surgery performed on (B)(6) 2020 using the msp metatarsal shortening system, the screwdriver tip broke off into the head of the screw. Driver tip was not removed from the screw head and remains implanted. No patient complications were reported.